Manufacturer narrative:
The returned device was evaluated and the complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports being unable to charge their controller. The patient reports the charging cable had melted into the charging port on their controller.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for investigation.